Manufacturer narrative:
Immucor technical support interviewed the user at the customer site on (B)(6) 2019 about the event. (B)(4).

Event description:
On (B)(6) 2019, a user at a customer site reported an accidental exposure to reagent red blood cells.